Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: - adverse event to product malfunction. - serious injury to malfunction". - implant date corrected to reflect the correct filter as plaintiff has had two filters. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: - adverse event to product malfunction - serious injury to malfunction" - implant date corrected to reflect the correct filter as plaintiff has had two filters. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/12/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2004 due to protein s-2 deficiency and pre-op hysterectomy. Plaintiff alleges that two weeks later in (B)(6) 2014 an unsuccessful attempt was made to remove this filter, then on (B)(6) 2015 a successful complex filter retrieval was performed. Plaintiff is alleging vena cava perforation, pain, embedded, difficult to retrieve. Plaintiff alleges two filters have been placed and removed. This complaint record is related to the second filter. The first filter was placed in (B)(6) 2014 and removed soon after. The plaintiff is not alleging outcomes related to the first device.

Manufacturer narrative:
Corrections: adverse event and product problem, serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, pain, embedded, difficult to retrieve." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged patient received a gunther tulip filter on (B)(6) 2004 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged the "patient received a gunther tulip filter on (B)(6) 2004 at (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.